Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 7/12/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair with polypropylene mesh, enterocele and rectocele repair with vaginal vault suspension using polypropylene mesh, and perineoplasty due to cystocele, rectocele, vault prolapsed with urethral prolapsed, and enterocele. It was reported that the patient underwent total abdominal hysterectomy with bso, sacral colpopexy, paravaginal defect repair, posterior repair and excision of eroded posterior vaginal wall mesh on (B)(6) 2008.